Event description:
The pt had a fall and experienced a loss of therapeutic effect and stimulation sensation about 1-2 weeks later. He increased the device to maximum amplitude and still did not feel stimulation with any of the programs. Further info is being requested from the hcp.